Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The patient presented with pain in left extremity and the limb was found to have occluded due to an unknown cause per the physician. It was reported that a left limb thrombectomy with angiojet and angioplasty were performed. A stent and endurant limb were implanted and the occlusion was successfully resolved. No additional clinical sequelae were reported and the patient is fine.